Event description:
It was reported this balloon burst following the third inflation, during an arteriovenous fistula graft dilatation procedure. A pressure gauge was not used. Upon withdrawal of the balloon catheter, the balloon detached and remained in the patient. Uneventful retrieval of the detached balloon utilizing a retrieval basket followed. This unit was used to successfully complete the procedure without any patient complications. The balloon catheter was received, evaluated and retained by this manufacturer. The detached balloon was not received for evaluation. The engineering evaluation indicated the distal portion of the catheter shaft was elongated and the distal radiopaque marker had moved next to the distal bond. A four millimeter fragment of balloon material and adhesive were located on the proximal bond area. Adhesive only was located on the distal bond area. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with exertion against resistance, an elongated catheter shaft. Additionally, the co's follow-up revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... It is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."